Event description:
It was reported that: "the circulating nurse was unable to "dump" the inner (sterile) package onto the sterile field because it was tilted and wedged into the outer package. When the "lid" of the inner package was peeled back the scrub nurse was unable to extricate the implant, because it was struck due to the confines of the package."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.